Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03502. The pt rec'd 2 scs leads with different lot numbers. The pt reported she is experiencing spasms along her incision sites as well as shortness of breath which is getting progressively worse. Additionally, the symptoms become worse when using system stimulation. The pt also reported she is no longer receiving effective stimulation. Moreover, the pt states her body is rejecting the scs system and is uncomfortable. Furthermore, the pt is no longer using her scs system due to these issues in addition to issues with her scs ipg (reference MFR report: 1627487-2012-04877). F/u identified the physician may undertake surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.